Event description:
The customer reported that they received a "speaker malfunction" inop/error message on their mx40 device as well as no audio. There was no patient harm reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.